Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 2.50 x 12mm stent delivery system (sds) was returned for analysis, no manifold was returned. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 202mm proximal to the tip with multiple hypotube kinks along its length. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed no damage. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesions were located in the tortuous and calcified distal right coronary artery (drca) and posterior descending artery (pda). Pre-dilation was performed and a 2.50 x 12 synergy ii drug eluting stent was advanced but failed to cross the lesion. After several attempts, the shaft kinked. The device was removed and was then attempted to be straightened out, however, the shaft broke. A non bsc stent was then advanced however, the shaft also kinked. The device was removed and it was decided to leave the lesion with the predilation results. No complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesions were located in the tortuous and calcified distal right coronary artery (drca) and posterior descending artery (pda). Pre-dilation was performed and a 2.50 x 12 synergy ii drug eluting stent was advanced but failed to cross the lesion. After several attempts, the shaft kinked. The device was removed and was then attempted to be straightened out, however the shaft broke. A non bsc stent was then advanced however, the shaft also kinked. The device was removed and it was decided to leave the lesion with the predilation results. No complications were reported and the patient's status was fine.